Event description:
It was reported to boston scientific corp that an ultratome xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the tome was advanced down the scope, upon exiting the cut wire was extremely twisted around the device. The procedure was completed with another ultratome xl sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2009 (patient age, gender and weight are unknown). According to the complainant, during the procedure the tome was advanced down the scope, upon exiting, the cut wire was extremely twisted around the device. The procedure was completed with another ultratome xl sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the device revealed that the working length and distal tip with exposed cut wire was twisted. Investigating the cannulating orientation of the device it was found that the initial tip orientation did not meet the orientation specification due to the twisted distal tip. A functional evaluation found that the device would bow past 90 degrees which meets the bowing specification, but the bowing was not in plane due to the twisted tip. The condition of the returned unit was consistent with the complaint incident that the cutting wire was twisted around the distal tip. Though the exact root cause could not be determined at this time, the most probable root cause is operational context. A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).